Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush [head] flew off in my mouth - oral-b [device breakage] an abrasive sound - oral-b [device physical property issue]. Case narrative: elderly female consumer via phone reported that her oral-b pro 3 toothbrush handle, type 3772 made an abrasive sound and the oral-b toothbrush heads flew off into her mouth. No injury was reported. (B)(6) 2024 via case update: the concomitant product lot was 3db21920209. No injury was reported.

Manufacturer narrative:
17-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush [head] flew off in my mouth - oral-b [device breakage]. An abrasive sound - oral-b [device physical property issue]. Case narrative: elderly female consumer via phone reported that her oral-b pro 3 toothbrush handle, type 3772 made an abrasive sound and the oral-b toothbrush heads flew off into her mouth. No injury was reported. 08-apr-2024 via case update: the concomitant product lot was 3db21920209. No injury was reported.